Manufacturer narrative:
(B)(4). Investigation is still in progress

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011, at (B)(6)" additional information received 08dec2015: "according to [pt] it has been recommended that the filter be removed. Unspecified bodily injuries". Patient outcome: it is alleged that pt was injured without further explanation. Additional information received 08dec2015: [pt] is not currently experiencing symptoms related to claimed bodily injuries.

Manufacturer narrative:
UDI number manufacturer reference: (B)(4). Catalog#: unk but referred to as a cook celect filter. Since catalog number is unknown the 510(k) could be either k073374, k061815 or k090140. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "pt received a cook celect filter on (B)(6) 2011, at the (B)(6) medical center (B)(6). Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 11/18/2015 as follows: the plaintiff allegedly received the filter implant via right common femoral vein on (B)(6) 2011. Radiology report (no image present) from (B)(6) 2012 suggests device fracture and migration to left hemithorax and chest wall. The plaintiff makes no allegation at this time.

Manufacturer narrative:
Exemption number (B)(4). William cook europe aps (manufacturer) is submitting this report on behalf of (B)(4). It has not been possible to further investigate or evaluate this alleged event base don the limited information provided to date via the operative note stating "possible fracture and migration." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. H3 other text : exemption number (B)(4). William cook europe aps (manufacturer) is submitting this report on behalf of(B)(4). It has not been possible to further investigate or evaluate this alleged event base don the limited information provided to date via the operative note stating "possible fracture and migration." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.